Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the device failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and buzzer assembly were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred and the device failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and buzzer assembly were replaced to address the issues. The system board and buzzer assembly were evaluated by the manufacturer's product investigation laboratory (pil) and found the system board and buzzer assembly functioned as designed and operated without issue or error codes.